Event description:
It was reported that during knee procedure in 2008, reamer tip broke off and patient retained fractured section.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Evaluation of returned device found evidence that instrument fractured due to fatigue.